Event description:
The report noted "4 months after implantation of a left hallu s plate, the patient complained about pain in the forefoot. He had edema and nonunion. On the xrays, the plate is broken. A second surgery is necessary."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.